Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a chipped distal end was caused by some form of stress, such as damage or deterioration of parts during handling, or the problem occurred due to physical stress being applied to the insertion section. And for the corrosion at the light guide lens, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rhino laryngo videoscope exhibited a chipped distal end and corrosion at the light guide lens. There was no patient involvement.